Manufacturer narrative:
Age at time of event: above 18 years and older. Device is a combination product.

Event description:
It was reported that vessel dissection occurred. Vascular access has obtained via the femoral artery. The 4mm x 20mm, concentric, de novo target lesion containing a significant bend of >45 degrees was located in the moderately to severely tortuous and mildly calcified mid to distal left anterior descending artery. Following predilitation with a 3.0x8mm nc balloon, a 3.50 x 20mm synergy ii drug-eluting stent was deployed to treat the lesion. However, the stent caused an edge dissection and the physician had to use another stent to bail out the patient. No further patient complications were reported and the patient's status was stable.